Event description:
Related manufacturer report number 1627487-2021-17380.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer report number: 1627487-2021-16576. It was reported that the patient was experiencing ineffective therapy, causing them to stop charging their ipg as recommended and rendering the ipg inoperable. In turn, surgical intervention was undertaken wherein the system was explanted.